Event description:
Event description guidant received information that this implantable pacemaker (ipm) had a loss of ventricular capture. The physician performed an invasive procedure to check the lead. During the procedure, an issue was found with the battery. The ipm was explanted. A new ipm with rate-response was implanted on the same leads.